Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device no, unable to duplicate the customer stated problem. Testing was performed and the device did not find the volume issues. The device ran the program for an extended period of time with no issues occurring. Therefore, no problem found with the issue. However, recommend to replace microprocessor board as preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that cadd ms3 pump displayed a volume issue and is running out much sooner than the programmed time frame. There were no adverse events reported.